Event description:
It was reported that balloon rupture occurred. The patient presented with arteriosclerosis. The 99% stenosed target lesion was located in the severely calcified and tortuous external iliac artery. A 9.0 x 40, 135cm mustang balloon catheter was advanced for dilation and inflated twice at 10 atmospheres for 10 seconds. However, on the third inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported. The patient condition was good.